Event description:
It was reported by service report that the post tube top screw was stripped in the upper bracket. O pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.